Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported impact on the customer's blood glucose level. No additional action or outcome was reported.